Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump had emitted a call service alarm that could not be cleared. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 date of submission 04/01/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/12/2014 with the following results:a review of the pump¿s history verified the call service alarm. No alarms were duplicated during investigation. The pump cover was opened and no internal defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.